Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad traces. No button error alarm noted. No moisture damage noted on the electronics, motor, vibrator motor and battery tube assembly. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported that condensation gets under the screen of the insulin pump due to sudden temperature changes. Customer also received a button error alarm on the insulin pump. Fluid and scratches were also noted to be visible under the screen. Customer's blood glucose reading at the time of the call was 4.8 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.